Manufacturer narrative:
(B)(4). Report source (B)(6). Complaint sample was returned and reviewed against the reported event. Six boxes were returned and evaluated, noting the sterile barrier has been broken on three of the boxes. The other three remain intact. DHR was reviewed and no discrepancies were found. The likely condition of the device when it left zimmer biomet is conforming to specification. The investigation has concluded that the root cause of the reported event is likely to be damage during transit. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01297, 0001825034-2020-01299.

Event description:
It was reported that during stock investigation, it was found that the sterile packages were damaged. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time